Manufacturer narrative:
Dislocation after tha is a known and risk that is specified in the instructions for use. Dislocation can be caused by numerous events, including, but not limited to trauma, malpositioning of component, or hyperlaxity of the joint. Common treatment for dislocation is a liner or cup that restricts range of motion.

Event description:
It was reported by the distrubtor that a dislocation occured in a patient. The aptient went to teh doctor after dislocation. A neutral liner and ceramic head were replaced.